Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned used. The balloon size for this product is printed on the hub and identified the returned sample as a 6mm x 4cm balloon. The balloon was received partially inflated. No anomalies were noted along the length of the catheter. A partial circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. The edges of the break were examined under microscopic magnification and the edges of the break were slightly jagged. The catheter appeared to be kinked just proximal to the butt joint break. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. With the guidewire in place, the inflation hub was connected to an inflation device. Negative pressure was applied and the excess liquid inside the balloon was removed without issue. Water was used to inflate the balloon. Upon inflation, water was observed leaking from the proximal butt joint. The proximal butt joint was examined under microscopic magnification and a partial circumferential shaft break was noted at the proximal butt joint. The balloon was unable to be inflated to rbp due to the leak. The balloon was able to be deflation without issue. Medical records review: as medical records were not provided, a review could not be performed. Photo review: two electronic photos were provided and reviewed. The first photo shows the distal portion of a dorado pta catheter within what appears to be a clear plastic bag. The balloon appears to be bloody and to have been previously inflated. The proximal butt joint can be seen in the photo. Due to the catheter being placed in a plastic bag, a break at the proximal butt joint could not be clearly seen. The second photo shows device labeling. Based on the photos provided, a leak could not be confirmed. Conclusion: the investigation is confirmed for a partial circumferential break at the proximal butt joint, resulting in the reported leak. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Note: at the manufacturing site, catheters are 100% inflated, leak tested, and visually inspected for numerous defects. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Images of the device and device label were received. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon initial inflation, the contrast was allegedly seen at the junction where the catheter is wrapped with the balloon. It was further reported that another device was used to complete the procedure. There was no report of patient injury.